Event description:
Related manufacturer reference number: 3006705815-2022-18532. It was reported the patient was experienced pain at the ipg site and ineffective stimulation. Reprogramming did not resolve the issue. Surgical intervention took place wherein the scs system was explanted.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.